Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit and replaced the 2ml diluter plunger and pinch valve tubings. The cse performed a preventive maintenance (pm) using a pm kit. The cse decontaminated the system and adjusted probe calibrations. The cse performed calibration and ran qc, resulting within range. Patient correlations between the two advia centaur xp instruments were consistently higher on instrument (B)(4). The cse returned to the customer site and adjusted the incubation ring temperature to match the alternate advia centaur xp (B)(4) temperature settings. Results reproduced with good precision and reflected values obtained on the alternate advia centaur xp instrument. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
While troubleshooting an issue of cardiac troponin (tni-ultra) quality controls (qc) running higher on an advia centaur xp (B)(4) instrument versus an alternate advia centaur xp instrument, the customer noted a discordant patient result. The customer took a negative patient sample ran on the alternate advia centaur xp (B)(4) instrument and ran it on this instrument, and a falsely elevated result was obtained. The sample was repeated on both instruments, resulting lower. There were no reports of patient intervention or adverse health consequences due to the high bias on quality control samples and a patient sample.